Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain.'), intestinal adhesion lysis ('surgery (other), type of surgery: lysis of adhesions') and stress urinary incontinence ('bladder or urinary problems or changes sui') in a (B)(6) female patient who had essure (batch no. B59463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, pelvic prolapse, uterine bleeding, nabothian cyst, adenomyosis, flank pain, abdominal pain, nausea, chest pain, acid reflux (oesophageal), blood transfusion, kidney stones, low back pain, ovarian cyst, eyeglasses wearer, precipitate labour, fatigue, dizziness, lower abdominal pain, varicella, hiv infection, diaphoresis, chills, lightheadedness, anemia, photophobia, tobacco abuse, pleuritic pain, atelectasis, stillbirth nos, cholecystectomy, uterine dilation and curettage and uterovaginal prolapse. Previously administered products included for an unreported indication: escitalopram, sodium chloride, ranitidine, promethazine and iron. Concurrent conditions included hypertension, asthma, hypokalemia, right upper quadrant pain, vomiting, uterine bleeding, right upper quadrant pain, rhinorrhea, tobacco use disorder, cough, urinary calculus, tenderness, emesis, appendicitis, mental disorder, urinalysis, sepsis, bladder infection, muscle spasm, frequency urinary, hydronephrosis, chest discomfort, muscle ache, chest tightness, shortness of breath, myalgia, pneumonia, chest discomfort, fever, back pain, hematemesis, difficulty breathing, sigmoid diverticulosis, bacterial vaginosis, sneezing, inappropriate affect, endometriosis of uterus and endocervicitis. Concomitant products included caffeine;paracetamol (excedrin), ciprofloxacin (cipro), clarithromycin (claritin), diphenhydramine hydrochloride, ethinylestradiol;norelgestromin (ortho evra) from (B)(6) 2013 to (B)(6) 2014, etonogestrel (nexplanon), fentanyl citrate (narco), hydralazine, ketorolac tromethamine (toradol), levofloxacin (levaquin), meloxicam, metoclopramide hydrochloride (reglan), metronidazole (flagyl), oxycodone, paracetamol (acetaminophen), promethazine, salbutamol (proventil) since (B)(6) 2014 and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal),"), menorrhagia ("menorrhagia") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vagina"). On an unknown date, the patient underwent intestinal adhesion lysis (seriousness criterion medically significant) and experienced stress urinary incontinence (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression,"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), anxiety ("psychological or psychiatric problems condition: anxiety mental anguish"), migraine ("migraines/headaches") and urinary incontinence ("bladder or urinary problems or changes- urinary incontinence"). The patient was treated with escitalopram oxalate (lexapro), paracetamol (tylenol) and surgery (lysis of adhesions, robot laparoscopic assisted total vaginal hysterectomy, sacrocolpopexy, bilateral salpingectomy and sacrocolpopexy, tvt, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal infection, depression, anxiety and migraine was resolving, the intestinal adhesion lysis, stress urinary incontinence and bipolar disorder outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, bipolar disorder, depression, intestinal adhesion lysis, menorrhagia, migraine, pelvic pain, stress urinary incontinence, urinary incontinence, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occlusion of the fallopian tubes status post essure; on (B)(6) 2015: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain female , vaginal bleeding, depression, anxiety, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs& mr received reporter information, lot no was added. New event added vaginal bleeding, menorrhagia, vaginal infection, anxiety , depression, bipolar disorder, urinary incontinence, stress urinary incontinence, migraines, headaches, lysis of adhesions. Severity added pelvic pain female and outcome added pelvic pain female, vaginal bleeding, menorrhagia, vaginal infection, anxiety , depression, migraines, headaches. Concomitant, treatment , historical drugs was added. Medical history and lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain.'), genital haemorrhage ('gen. Abnorm. Bleed'), intestinal adhesion lysis ('surgery (other), type of surgery: lysis of adhesions') and stress urinary incontinence ('bladder or urinary problems or changes sui') in a 31-year-old female patient who had essure (batch no. B59463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, pelvic prolapse, uterine bleeding, nabothian cyst, adenomyosis, flank pain, abdominal pain, nausea, chest pain, acid reflux (oesophageal), blood transfusion, kidney stones, low back pain, ovarian cyst, eyeglasses wearer, precipitate labour, fatigue, dizziness, lower abdominal pain, varicella, hiv infection, diaphoresis, chills, lightheadedness, anemia, photophobia, tobacco abuse, pleuritic pain, atelectasis, stillbirth nos, cholecystectomy, uterine dilation and curettage and uterovaginal prolapse. Previously administered products included for an unreported indication: escitalopram, sodium chloride, ranitidine, promethazine and iron. Concurrent conditions included hypertension, asthma, hypokalemia, right upper quadrant pain, vomiting, uterine bleeding, right upper quadrant pain, rhinorrhea, tobacco use disorder, cough, urinary calculus, tenderness, emesis, appendicitis, mental disorder, urine analysis abnormal, sepsis, bladder infection, muscle spasm, frequency urinary, hydronephrosis, chest discomfort, muscle ache, chest tightness, shortness of breath, myalgia, pneumonia, chest discomfort, fever, back pain, hematemesis, difficulty breathing, sigmoid diverticulosis, bacterial vaginosis, sneezing, inappropriate affect, endometriosis of uterus and endocervicitis. Concomitant products included caffeine;paracetamol (excedrin), ciprofloxacin (cipro), clarithromycin (claritin), diphenhydramine hydrochloride, ethinylestradiol;norelgestromin (ortho evra) from (B)(6)2013 to (B)(6) 2014, etonogestrel (nexplanon), fentanyl citrate (narco), hydralazine, ketorolac tromethamine (toradol), levofloxacin (levaquin), meloxicam, metoclopramide hydrochloride (reglan), metronidazole (flagyl), oxycodone, paracetamol (acetaminophen), promethazine, salbutamol (proventil) since (B)(6) 2014 and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vagina"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), stress urinary incontinence (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression,"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), anxiety ("psychological or psychiatric problems condition: anxiety mental anguish"), migraine headache ("migraines/headaches"), urinary incontinence ("bladder or urinary problems or changes- urinary incontinence"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), migraine ("migraine") and headache ("headaches") and underwent intestinal adhesion lysis (seriousness criterion medically significant). The patient was treated with escitalopram oxalate (lexapro), paracetamol (tylenol) and surgery (lysis of adhesions, robot laparoscopic assisted total vaginal hysterectomy, sacrocolpopexy, bilateral salpingectomy and sacrocolpopexy, tvt, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and urinary tract infection had resolved, the intestinal adhesion lysis, stress urinary incontinence, bipolar disorder, psychological trauma, migraine and headache outcome was unknown and the vaginal infection, depression, anxiety and migraine headache was resolving. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, genital haemorrhage, headache, intestinal adhesion lysis, menorrhagia, migraine headache, pelvic pain, psychological trauma, stress urinary incontinence, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occlusion of the fallopian tubes status post essure; on (B)(6) 2014: bilateral occlusion; on (B)(6) 2015: essure device was successfully occluded.. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain female , vaginal bleeding, depression, anxiety, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Lab data added. Events : abdominal,gen. Abnormal bleeding, psych injury,bladder/urinary problems: uti,migraine, headaches were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain.'), intestinal adhesion lysis ('surgery (other), type of surgery: lysis of adhesions') and stress urinary incontinence ('bladder or urinary problems or changes sui') in a 31-year-old female patient who had essure (batch no. B59463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, pelvic prolapse, uterine bleeding, nabothian cyst, adenomyosis, flank pain, abdominal pain, nausea, chest pain, acid reflux (oesophageal), blood transfusion, kidney stones, low back pain, ovarian cyst, eyeglasses wearer, precipitate labour, fatigue, dizziness, lower abdominal pain, varicella, hiv infection, diaphoresis, chills, lightheadedness, anemia, photophobia, tobacco abuse, pleuritic pain, atelectasis, stillbirth nos, cholecystectomy, uterine dilation and curettage and uterovaginal prolapse. Previously administered products included for an unreported indication: escitalopram, sodium chloride, ranitidine, promethazine and iron. Concurrent conditions included hypertension, asthma, hypokalemia, right upper quadrant pain, vomiting, uterine bleeding, right upper quadrant pain, rhinorrhea, tobacco use disorder, cough, urinary calculus, tenderness, emesis, appendicitis, mental disorder, urine analysis abnormal, sepsis, bladder infection, muscle spasm, frequency urinary, hydronephrosis, chest discomfort, muscle ache, chest tightness, shortness of breath, myalgia, pneumonia, chest discomfort, fever, back pain, hematemesis, difficulty breathing, sigmoid diverticulosis, bacterial vaginosis, sneezing, inappropriate affect, endometriosis of uterus and endocervicitis. Concomitant products included caffeine;paracetamol (excedrin), ciprofloxacin (cipro), clarithromycin (claritin), diphenhydramine hydrochloride, ethinylestradiol;norelgestromin (ortho evra) from (B)(6) 2013 to (B)(6) 2014, etonogestrel (nexplanon), fentanyl citrate (narco), hydralazine, ketorolac tromethamine (toradol), levofloxacin (levaquin), meloxicam, metoclopramide hydrochloride (reglan), metronidazole (flagyl), oxycodone, paracetamol (acetaminophen), promethazine, salbutamol (proventil) since (B)(6) 2014 and sulfamethoxazole; trimethoprim (bactrim). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vagina"). On an unknown date, the patient underwent intestinal adhesion lysis (seriousness criterion medically significant) and experienced stress urinary incontinence (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression,"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), anxiety ("psychological or psychiatric problems condition: anxiety mental anguish"), migraine ("migraines/headaches") and urinary incontinence ("bladder or urinary problems or changes- urinary incontinence"). The patient was treated with escitalopram oxalate (lexapro), paracetamol (tylenol) and surgery (lysis of adhesions, robot laparoscopic assisted total vaginal hysterectomy, sacrocolpopexy, bilateral salpingectomy and sacrocolpopexy, tvt, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal infection, depression, anxiety and migraine was resolving, the intestinal adhesion lysis, stress urinary incontinence and bipolar disorder outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, bipolar disorder, depression, intestinal adhesion lysis, menorrhagia, migraine, pelvic pain, stress urinary incontinence, urinary incontinence, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occlusion of the fallopian tubes status post essure; on (B)(6) 2015: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain female , vaginal bleeding, depression, anxiety, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.